Manufacturer narrative:
(B)(4).

Event description:
It was reported that product sterility was compromised. A 035/260/3mm amplatz super stiff¿ guidewire was selected for use to cross the lesion. However, when they have attempted to open the package, it folded in and did not peel properly. The wire became contaminated. The device never came in contact with the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The returned device matches with upn provided by the customer. The device and the original pouch returned were inspected, and both does not have evidence of contamination or external particles. However, the package was returned opened in the right section. The device was returned loaded in the hoop, the guidewire was removed and it was inspected, it was found with the distal tip stretched. The overall length and the distal tip outer diameter (od) couldn't be measured due to the device condition (distal tip stretched). The middle of the device and the proximal section ods were within specification. The device was measured according to the drawing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that product sterility was compromised. A 035/260/3mm amplatz super stiff¿ guidewire was selected for use to cross the lesion. However, when they have attempted to open the package, it folded in and did not peel properly. The wire became contaminated. The device never came in contact with the patient. The procedure was completed with another of the same device.